Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been experiencing multiple high blood glucose. The customer had a blood glucose value over 400 mg/dl. The customer's current blood glucose was 528 mg/dl. The customer would treat their blood glucose with the insulin pump and syringes. The customer had symptoms of pain and vomiting. Insulin exited during troubleshooting without incident. There were no air bubbles, damaged infusion sets, and the bolus history was also correct. The customer still wishes for the insulin pump to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.